Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device exhibited no telemetry. The header and case of the device were removed and the battery measured at .312 volts, with no power supply function. The device was hooked up to an external power supply, which failed continuity tests. It was confirmed that damaged wire insulation resulted in a high current condition, causing rapid battery depletion.

Event description:
Boston scientific received information that this device was unable to be interrogated with multiple programmer recorder monitors (prm). Additionally, no tones were exhibited with magnet placement. Technical services (ts) discussed recommendations for further evaluation. To date, no adverse patient effects were reported with this clinical observation.

Event description:
The device was later explanted as a result of not being able to be interrogated.